Manufacturer narrative:
Date rec¿d by MFR : 13may2019. The customer troubleshot with technical support and the customer was advised to change the inspiratory positive airway pressure (ipap) setting. Multiple attempts were made to obtain repair/service of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator failed the positive end expiratory pressure (peep) test. No patient involvement. The customer troubleshot with technical support and the customer was advised to change the inspiratory positive airway pressure (ipap) setting. Event date not specified, estimate used.